Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire on a 5f exoseal vascular closure device (vcd) was deployed and the device was pulled back gently, but the indicator window did not change. Hemostasis was achieved by manual compression in less than 30 minutes. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU), and a retrograde approach was used during an interventional procedure. The patient¿s bmi was not greater than 40, and the physician was certified in the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and one exoseal device was used. The femoral artery¿s suitability was verified on angiography, including the appropriate insertion angle, the vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no visible calcium or plaque, no stent near the puncture site, no stenosis greater than 50% at or near the site, no prior closure device use or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction, no red color was observed in the indicator window, and upon device removal, the indicator wire loop was deployed with no anomalies noted. The device will be returned for evaluation.